Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) mains cord needs replacement. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (component codes). The service territory manager (stm) that discovered the issue, replaced the power cord to resolve the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was not released to the customer and cleared for clinical service because the batteries need to be replaced.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) mains cord needs replacement. There was no patient involvement.